Event description:
Customer reported greater variability than usually seen. Date: (B)(6) 2010, inratio: >7.5, lab: 5.x. Exact lab value for this pt was unk.

Manufacturer narrative:
Investigation pending.